Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device has a channel error and hangs up and becomes unresponsive as soon as it gives the error. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 19jul2007 to present date 04jan2021 and note that this device has been returned for service twice without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device has a channel error and hangs up and becomes unresponsive as soon as it gives the error. No patient involvement.